Manufacturer narrative:
Evaluation method: device history record review. Results: a review of the device history record was performed and nothing was found in the manufacturing process of this lens that was the root cause of the complaint. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Conclusions: based on the complaint history, work order search, device history record review and the evaluation of the returned product, the most likely root cause of the event has been determined to be due to user error or poor cartridge lubricity. (B)(4).

Event description:
The reporter stated a 12.6mm micl 12.6 implantable collamer lens was loaded and the surgeon looked at the lens under the microscope. The surgeon noted the lens looked imperfect/malformed and may have been torn. The surgeon felt there was something wrong with the lens and decided not to use the lens. There was no patient contact. The backup lens was loaded and implanted with no problem.

Manufacturer narrative:
No known impact or consequence to patient. Torn material. Evaluation method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).